Event description:
The customer reported the tube was used by the patient from (B) (6) 2009 to (B) (6) 2009 when an unspecified failure of the tube occurred. A non-routine replacement of the tube was required.